Event description:
A surgeon reports that 50% of his pts report glistenings following intraocular lens (iol) implant surgery. The surgeon reports air bubbles in the core of the iol material. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Prod history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info has been requested.